Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed pump was in good condition with no appearance of any physical damage. A review of the event history log identified primary audible alarm post, auxiliary control unit (acu) watchdog as sympathy alarm and check clutch error. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. The root cause for check clutch error was due to normal wear as the parts were over 5 years old. Replaced the speaker for preventive. Replaced lead screw, both clutch halves and spring. Performed self-test/occlusion test.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm/acu watchdog failure and clutch issues". No patient involvement reported.